Manufacturer narrative:
Follow-up #1 date of submission 04/26/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a visual inspection of the pump showed that the keypad cover was lifted at the ok button. During testing, the keypad buttons responded properly. The keypad cover was removed; the keypad flex was found to be fully seated and secure in the connector with no evidence of moisture. Unrelated to the complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. All of the keypad buttons were over responsive and under responsive. Reportedly the keypad cover was torn and punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.